Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 106,118,98,133mg/dl.tests were done within a 10 minutes with a difference of 30%. Customer also tested one another one touch ultra meter simultaneously and the results were as follows:119,86,110,115,187 mg/dl.tests were done within 10 minutes with a difference of 35%. A third set of readings were also out of specs. The results were: 70,115,59,66mg/dl.tests were done within 10 minutes with a difference of 27%. Customer is not using control solution. Patient did not experience any adverse events.